Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before a bariatric procedure. Approximately seven months post filter deployment, it was alleged that the filter tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, seven months post-deployment, a single wall vein puncture was carried out to the right internal jugular vein unremarkably, allowed a cook celect inferior vena cava filter retrieval set to be advanced to the inferior vena cava over a guidewire under fluoroscopy. An inferior venacavogram was performed which demonstrated that there was an inferior vena cava filter with 30 to 35-degree tilt in the vena cava. The tip of which had intimal ingrowth and consequently not free for capture. So, the procedure was aborted after attempted grasping with a snare was unsuccessful. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per medical records, using snare to engage the apex of the filter was unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 05/2015). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of shortness of breath and obesity was scheduled for vena cava filter placement. The right internal jugular vein was accessed and intravascular ultrasound was used to identify the renal veins. Cavography was used to confirm the ultrasonic findings. A retrievable filter was deployed below the renal veins and above the iliac bifurcation. Manual pressure was held at the conclusion of the procedure. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Per the plaintiff profile form provided, the filter was implanted before or in conjunction with bariatric surgery. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the surgery could have contributed to the difficulties removing the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the denali filter using an intravascular snare is illustrated in the IFU (instructions for use): slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook. Advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. While keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. Retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, it was alleged the filter was unable to be retrieved after an attempted but unsuccessful percutaneous removal procedure. Based on a review of medical records received, the patient with history of shortness of breath and obesity had a vena cava filter deployed below the renal veins and above the iliac bifurcation. There were no complications. No additional information was provided in the medical records received.